Manufacturer narrative:
Follow up information received from customer stated that the device did not overheat and encountered no issues. The control unit only needed to be returned for an upgrade and should not have been reported as a complaint. No patients or procedures were impacted as a result.

Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device.

Event description:
It was reported that the controller was overheating before the procedure began. No injuries or complications were reported. A backup device of the same model was used to perform and complete the procedure.